Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the site and walked them through troubleshooting steps via video call. The fse was told that the top left fiber port on the tower was not lighting blue when the fiber cable from console 1 was connected. The fse instructed the site to daisy chain the fiber cable from console 1 to console 2 and see if the issue followed. The fse saw that console 1 was homing as it was not homing originally when the issue was called in. The fse confirmed that issue was on the fiber port on the top left of the tower. Fse informed that staff could still use the system in a dual console setup for cases, but they could not plug into the top left fiber port on the tower. The fse was dispatched to the customer site to further investigate the reported event. Upon arrival, the fse was able to induce the reported discrepancy by confirming fiber port on the tower on the top right was not working. The fse then replaced the fiber cable coming from bulkhead to the common compute controller (ccc). The fse then plugged in the console to the fiber port on the top right of the rower and was able to perform a power cycle with "da vinci is ready" heard. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a message on the second console stating "no endoscope connected." The customer reported one of the tower fiber leds was not illuminated, but there are three fiber cables plugged in. The customer checked the back of console 2 and reported the fiber was plugged in and the armrest power button was blue. The system logs showed console 2 was not connected to the system. The customer did not need the second console to complete the case and informed they would call back at the end of the procedure to troubleshoot and connect the second console. The procedure was completed as planned with no reported injury.